Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The tubing was successfully primed to remove the air. The customer's blood glucose level ranged from 248-315 mg/dl with moderate ketones.